Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 500 bd microtainer® contact-activated lancet there was a retraction issue resulting in insufficient blood flow. The following information was provided by the initial reporter, translated from chinese to english: phase: when the product is in use. Defect: the pink end blood collection device, the ejection is not complete, resulting in insufficient blood collection.

Event description:
It was reported that during use with 500 bd microtainer® contact-activated lancet there was a retraction issue resulting in insufficient blood flow. The following information was provided by the initial reporter, translated from chinese to english: phase: when the product is in use. Defect: the pink end blood collection device, the ejection is not complete, resulting in insufficient blood collection.

Manufacturer narrative:
H6. Bd received 60 samples (59 unused, 1 activated / used) and 1 photo for investigation. The photo was reviewed but it only shows the product labeling so the indicated failure modes for difficult to activate and insufficient blood flow with the incident lot were not observed. Additionally, the 59 unused customer samples along with retention samples from bd inventory, were evaluated by functional testing, each used to puncture a test pad, and no issues were observed relating to difficult to activate or insufficient blood flow as all samples met specifications. The 1 used customer sample was evaluated by visual examination and there was a visible needle. The lancet could not be disassembled due to safety risks. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes difficult to activate and insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.